Manufacturer narrative:
Correction: the material# was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets experienced free flowing infusions. D.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set. D.2. Medical device catalog#: 2420-0007. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.5. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2021-11-09. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320. Investigation: h.6. Investigation summary: one sample was returned for investigation and tested. Inspection of the administration set showed no anomalies. Testing of the administration set showed the set within dimension specification; no anomalies were observed. The customer complaint that the nurse was in the room at the time of the event and observed the free flowing infusions and stopped them immediately could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets experienced free flowing infusions. The following information was provided by the initial reporter: reporting an free-flow event on 2 infusions ¿ 1 nitroglycerine and 1 insulin on a postop open heart patient.. The nurse was in the room at the time of the event and observed the free flowing infusions and stopped them immediately. It appears patient harm was averted. They have retained the devices (2 pcu¿s and 2 pump modules) and disposable for the insulin infusion. They did not retain the disposable used for the nitroglycerine.

Event description:
It was reported that 2 unspecified bd infusion sets experienced free flowing infusions. The following information was provided by the initial reporter: reporting an free-flow event on 2 infusions ¿ 1 nitroglycerine and 1 insulin on a postop open heart patient.. The nurse was in the room at the time of the event and observed the free flowing infusions and stopped them immediately. It appears patient harm was averted. They have retained the devices (2 pcu¿s and 2 pump modules) and disposable for the insulin infusion. They did not retain the disposable used for the nitroglycerine.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.